Manufacturer narrative:
Analysis found no anomaly with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported via the company representative (rep) that he adjusted he patient programmer (pp) at home. The output display changed, but the patient could not feel any stimulation. The patient checked with the physician, but there was no way to check the output so the physician would remove all of the system. Removal was scheduled for the (B)(6). Analysis of the device was requested. There was a possible defect with the device. The rep confirmed that the removal procedure was performed on the (B)(6) and completed without any health hazards or adverse events to the patient. It was noted that tension might have been applied to the lead due to pulling during the procedure. The doctor commented that it might have something to do with the patient's body, but since output suddenly could not be felt anymore, analysis should be conducted. The indication for use included fbss (failed back surgery syndrome). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.